Event description:
The user facility reported, "pt was receiving a continuous IV of epinephrine through one of the legs of the set. During the infusion, the luer connection cracked vertically on the hard plastic slightly behind the luer nut resulting in a leak. Pt therapy was halted and needed to be restarted w/rate adjusted to compensate for lack of proper dosage." The product was discarded. No further incident related medial sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.